Manufacturer narrative:
It was reported that the flow meter on the patient¿s millennium oxygen concentrator was dropping from 10 lpm to 6 lpm while in use with the life2000 device. The patient stated they went back to their old system (unknown manufacturer) and no further issue was reported. There was no report of oxygen desaturation or patient injury when this occurred. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. There was no patient injury associated with the reported event. If the reported system interaction/malfunction between the life2000 and third-party vendor concentrator were to recur (oxygen flow from the concentrator falling below the prescribed level), it is likely to cause or contribute to a serious injury. The complaint will be reassessed should additional information become available.

Event description:
It was reported that the flow meter on the patient¿s millennium oxygen concentrator was dropping from 10 lpm to 6 lpm while in use with the life2000 device. The patient stated they went back to their old system (unknown manufacturer) and no further issue was reported. There was no report of oxygen desaturation or patient injury when this occurred. This report was filed in our complaint handling system as complaint #(B)(4).